Manufacturer narrative:
Pre-op bcva was 20/20 on both eyes and post-op bcva was 20/40 for the left eye. Device available for evaluation - yes (B)(4). Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae in the left eye one day post operation. Account reported there was loss of best corrected visual acuity (bcva) and they performed a flap lift and rinse. Patient complained of mild blurry vision on left eye.